Event description:
Dealer is stating that the bed was smoking, facility didn't know what was smoking, we are going to start with the control box. Dealer did not know any other details about the situation.